Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical trach cuff was leaking air during the pre-use check. There was no patient injury. There were no reported adverse events.

Manufacturer narrative:
One unit was returned for investigation with pictures. Visual and physical inspection confirmed the reported fault with root cause traced to manufacturing. Production personnel were contacted and made aware of the issue.